Manufacturer narrative:
It is unknown when the locking screws came to be loose. Discovery was made during the planned revision on (B)(6) 2016. Additional product codes for this report include: mni, mnh, kwp, and kwq. (B)(4). The complainant parts have been discarded and are no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a veptr-ii lengthening procedure during which the surgeon discovered that two (2) of the previously implanted pangea locking caps were not tightened to the pangea screw. The revision procedure, which was a pre-planned lengthening procedure, was not conducted as a result of the loose devices. There was no indication of locking cap loosening or allegation of deficiency against any existing instrumentation prior to the performed surgery. As the surgeon attempted to distract the veptr-ii expansion rods, the two lower locking caps were found to be loose. Both locking caps were subsequently removed and distraction was performed. Thereafter, two new locking caps were implanted. Reportedly, the pangea screws were intact and not loose. The surgeon confirmed the positioning and tightness of the construct via intra-operative x-ray. The surgery was completed with no surgical delay or patient harm. This report is 1 of 2 for (B)(4).